Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in the calcified right coronary artery. The lesion was predilated and a 2.5x32mm taxus liberte stent delivery system was advanced, but it could not cross the lesion. The device was examined and it was noted the stent had become damaged. The procedure was completed with a taxus element. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).